Event description:
It was reported that during a tep hernia laparoscopic procedure, the oms-t10sb trocar balloon o armatures10 experienced issues where the balloon did not inflate and was distorted or an unusual shape. The same issue happened on three other balloon from the same batch. This occurred after the dissection and insertion of the port with the structural balloon. A replacement structural balloon was used to resolve the issue and complete the case. There was no need for additional operations, and no injury or extended hospitalization occurred as a result of the event.

Manufacturer narrative:
D10 concomitant products: oms-t10sb oms-t10sb trocar balloon o armatures10 - (lot#p4a1147); oms-t10sb oms-t10sb trocar balloon o armatures10 - (lot#p4a1147); oms-t10sb oms-t10sb trocar balloon o armatures10 - (lot#p4a1147). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the image depicts the product information label of the packaging. The balloon is not in view. It was reported that the balloon would not inflate and distorted. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.